Event description:
The ge oec 9800 fluoroscopy system would not properly save cine runs.

Manufacturer narrative:
A ge oec service representative investigated the issue and found there was a malfunction of the cine drive. The cine drive was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.